Event description:
Caller reports she had medtronic pacemaker implanted on (B)(6) 2020. The next day after surgery, she noticed that each time she got out of bed, the device was pacing in her abdomen and this caused discomfort and pain. She saw the surgeon who implanted the device on (B)(6) 2020, and he went ahead to disable the auto capture function on the device. This made her feel better when she gets up however, the pacing in abdomen comes back each time she eats and causes discomfort, nausea and pain. Caller reports she checked online if this was a known side effect with this device, but did not get much information and decided to check on (B)(6) and found about five people who had medtronic pacemakers and experienced similar side effects. Caller believes some of the pacemakers from this manufacturer have been recalled and is not sure if hers is part of the recall list. Caller said she had a pacemaker from a different manufacturer for about 4 years that worked fine and has no idea why her surgeon switched to this device. She is currently waiting for a call back from the surgeon and believes this is a device malfunction and would like the FDA to investigate this device.